Event description:
It was reported that the surgeon carefully implanted an accolade. However, the stem alignment was not so good. The surgeon attempted to remove the stem with a stem inserter/extractor. However, he could not screw the extractor into the drive hole of stem. Our sr confirmed that the extractor could screw into another accolade stem.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.